Event description:
A user facility reported to olympus that the front panel lights were blinking and an error code "e200" occurred during a laparoscopic cholecystectomy procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed and the cause assigned to limit switch failure. Additional evaluation findings are as follows: 1.) White light lens found foggy; 2.) Cable noted rusted; 3.) Rear panel dented. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, faulty limit switch was confirmed. It was surmised that turret error (e200) occurred, and the front panel blinked due to a faulty limit switch. It was unknown what caused the faulty limit switch. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using the same device. As reported to olympus, there was no delay in procedure due to the reported problem.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.